Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of general physical health deterioration ('my declining health over the last 12 years since getting your birth control essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criteria medically significant and intervention required) and hypoaesthesia ("her feet are going numb"). The patient was treated with surgery (surgery for removal of essure). At the time of the report, the general physical health deterioration had not resolved and the hypoaesthesia outcome was unknown. The reporter considered general physical health deterioration and hypoaesthesia to be related to essure. The reporter commented: consumer intended to have a hysterectomy (not scheduled until report date). Concerning the injuries reported in this case, the following ones were reported via social media: hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information added. Events: her feet are going numb added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.